Manufacturer narrative:
(B)(4). One used catheter fragment and one used tuohy needle, both without packaging, were received for evaluation. The catheter appeared fractured, measuring approximately 35.5 inches. Based on the specification for the catheter overall length, approximately 5 inches of the catheter tip end was missing. Under microscopic observation, the fractured end of the catheter was smooth and angular in appearance. The returned tuohy needle was subjected to a skiving functional test according to our specification with acceptable results. There was no cutting or skiving of a catheter when passed through the needle. In addition, under microscopic observation, no burrs or hooks were observed on the needle. The type of cut observed on the catheter is consistent with a potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "do not withdraw catheter through needle due to possible danger of shearing." No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a resident placed the catheter and removed the needle. The resident pulled back to adjust the catheter and the catheter easily came out; however, 12 cm remained in the patient. A CT scan without contrast and a lateral plane x-ray was done, but the catheter was not visualized. No patient complications reported at this time. The catheter remains in the patient.